Manufacturer narrative:
The unit passed the basic occlusion test and displacement test. The insulin pump had no motor error alarms noted. However, the unit was unable to prime unit during prime/compromised force sensor test due to faulty fsr (gold). The motor was tested outside the device and passed. The insulin pump was received with a minor scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The company representative reported that the insulin pump alarmed motor error during the priming process. The caller did not know the blood glucose reading. There were no significant events prior to the alarm.